Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 85% stenosed target lesion was located in the moderate to severely tortuous and moderate to severely calcified right coronary artery. The target lesion was treated with placement of a 3.0x32mm ion stent. Then the physician performed intravascular ultra sound (ivus) of the placed stent using an atlantis catheter. Post ivus, the placed 3.0x32mm ion stent was observed to have crimped. It is suspected that the ivus catheter caused the placed stent to crimp. The physician completed the procedure as planned by post-dilating the stent using an unknown manufacturer's non-compliant balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).